Event description:
Initial pth result 81.9 pmol/l. Same sample repeated using different methodology gave result of 8.1 pmol/l. The initial result was reported. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.